Event description:
I had the essure procedure and now have to live with a total change in my life!!! I went from a very healthy active fit woman to a woman with little or no energy. I cannot go throughout the day without a nap because I am always drained. I now have bad migraines, lower back pain, sharp pains in stomach that is unbearable and unexplained excessive weight gain. I have went from a (B)(6) to a (B)(6) in less than a year. I have never had any problem with weight gain or feeling so tired all the time! I just want my life back!!! I wished I would have never had the essure procedure done it has ruined my life!!!